Event description:
On (B)(6) 2012, it was reported that the patient thinks his infusion device has been delivering too low an amount of insulin for the past 14-15 days. On (B)(6) 2012 at 4:31 pm his blood glucose level was 549 mg/dl and he administered 13.3 units of insulin. At 5:31 pm his blood glucose level was over 600 mg/dl and he administered 17.0 units of insulin. At 8:20pm his blood glucose level as 334 mg/dl and he changed his insulin cartridge and infusion set; he set the temporary basal rate to 6:30 hours and 150%. On (B)(6) 2012 at 5:35 his blood glucose level was 35 mg/dl. On (B)(6) 2012 at 7:30am his blood glucose level was 95 mg/dl and at 9:10am it was 200 mg/dl. The patient ate 4.3 i.e. And administered 5.5 units of insulin via the infusion device. The patient changed the headset and at 10:47am his blood glucose level was 226 mg/dl and he administered 2.5 units of insulin. At 12:01pm his blood glucose level was 252 mg/dl and he administered 5.0 units of insulin. At 1:10pm his blood glucose level was 291 mg/dl. The patient stated that he has a cold. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device, insulin cartridge, and infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The infusion set was visually inspected and tested for flow and tightness, and the test results were within specifications. The received used cartridge was visually, leak, and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.